Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01571. It was reported that the patient experienced uncomfortable stimulation along their spine with stimulation. The patient experienced a fall in (B)(6) 2021. Imaging revealed that the thoracic leads had migrated down two levels and out of the epidural space. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the thoracic leads were explanted and replaced. Therapy was restored.